Manufacturer narrative:
The actual device and a companion sample were received for evaluation. Visual inspection was performed on both devices. Actual sample: during visual examination of the actual device, the tubing was observed to be loose from the bonding with male luer lock adapter. There is a solvent ring observed at the tubing end. Functional testing was not performed on the actual sample. The reported condition was verified; however, the cause of the condition could not be determined. Companion sample: no visual defect has been observed on the companion sample. Underwater pressure testing on the companion sample was performed with no issues. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
UDI: (B)(4). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an interlink device separated. Four days prior to the event onset, an infusion was initiated. On the day of the event onset, elneopa, sandostatin, and oxifast were being infused when the extension tube was observed separated from the lock ring. There was no patient injury or medical intervention associated with this event. No additional information is available.